Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, customer reports that during the operation, when the operator cleaned the device, the tissue pad detached. Please note the operator delicately cleaned the device and the surgeon is extremely practiced with this device. Operation was carried out with a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.